Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had compromised force sensor system alarm. The customer¿s blood glucose level was 9.6 mmol/l at the time of the incident. The customer stated that the drive support cap was sticking out. Customer stated the sticker on insulin pump was off. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test. The p-cap / reservoir locked in place properly during testing. Device alarmed motor error during basic occlusion test and unable to prime during prime/a33 test due to loose drive support disk (flush). Unable to perform excessive no delivery test, occlusion test or verify a33 alarms due to motor error alarms. The motor was tested outside the device and passed. Device received with missing end cap sticker and back address label. Device received with cracked case at display window corners, display window, reservoir tube window corners, reservoir tube lip and battery tube threads. Device received with minor scratched lcd window and case.